Event description:
Customer reported there is a label missing, and system is locking up when sending images to pacs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded upgraded software. All proper labeling was present. System operates as intended. (B) (4).